Event description:
The customer contact reported the clave secondary port broke off. At an unspecified time, the tubing set was to be used to deliver 5% dextrose and 0.45% normal saline with 20 meq/l of potassium chloride at an unspecified rate. The customer contact reported that during priming of the tubing set prior to pt use, the clave secondary port on the cassette of the tubing set broke off. The tubing set was replaced and the therapy was initiated. Although there was potential for a leak, no leakage was reported. Though requested, no additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the clave port and the semi-rigid adapter of the secondary port of the cassette were broken off. This was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.